Event description:
The customer reported an elevated white blood cell (wbc) count in their platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit# (B)(6). The disposable set is unavailable for return, because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The rdf analysis indicated an 'rbc filter pressure alert' and additional message to 'verify rbc product, hct and volume investigation evaluation and corrective actions are in-process. A follow-up report will be provided.